Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service (cs) 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: a review of the black box history revealed, the ¿call service (cs) 069¿ failure was written as a ¿cs87¿. The returned battery cap and cartridge cap were used to complete the investigation. During investigation, a ¿call service (cs) 069¿ alarm was reproduced when the pump was powered on. The investigation steps were unable to be completed due to a component failure found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.